Event description:
A customer reported via phone call indicating that their insulin pump had issues with the backlight. The patient's blood glucose level was unknown at the time of the call. The device was returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Unable to verify backlight due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.